Event description:
This institution has been using varian 2100ex accelerators to treat pts with radiation therapy. These devices were upgraded in october of 2010. Prior to the upgrades we had the ability to bar code individual radiation beam modifiers (blocks, compensators, etc.) Which were specific to a given pt and given radiation field. If a beam modifier was required but not present the 2100ex would "interlock" and prevent the application of the radiation for that field. This procedure was a very important part of our quality assurance program as it prevented the incorrect application of radiation to our pts. After the upgrade of the 2100ex varian no longer supported this feature. We were not informed that this feature would be omitted post upgrade. This commission is considered negligence on the part of the manufacturer.